Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: (B)(4) mr 3.0x24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first distal strut showing signs of opening and the second distal strut was slightly crushed and lifted from the crimped stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink in the hypotube 350mm from the end of the hub. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28jul2016. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. After predilation with a 2.5x20 maverick balloon catheter, a 3.00x24mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.